Event description:
It was reported to boston scientific corporation on march 13, 2009, that a trapezoid rx lithotripter compatible basket was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure performed on (B) (6), 2009. According to the complainant, during the procedure, when the basket was closed around the stone, the basket broke. Additional details indicated that when the physician was trying to remove the calculus, the basket seized within the patient and could only be released after the wire was broken. The procedure was completed with another trapezoid rx lithotripter compatible basket. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Several attempts to obtain additional details regarding the circumstances surrounding this event has been unsuccessful. Should additional relevant details become available, a supplement report will be submitted.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the complaint device failure analysis, if from that review further relevant information is identified, a supplemental medwatch will be filed. (B) (4).